Manufacturer narrative:
A tech of the dealer visited the facility for initial inspection. The defective lift was returned to prism medical and inspected on (B)(6) 2015. After further f/u with the customer, we were informed that no incident occurred. The lift functioned as intended.

Event description:
It was initially reported that the lift dropped a pt approx 3 ft down during a transfer from the bed to a wheel chair. It has since been reported that the pt did not drop and there was no injury. The lift was functioning as intended.

Manufacturer narrative:
A technician of the dealer visited the facility. The lift has been returned to prism medical and has been initially investigated. This investigation is ongoing.

Event description:
The lift dropped a patient approximately 3 ft. Down during a transfer from the bed to a wheel chair. No known consequences to the patient.